Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss rebooting had occurred which could not be duplicated during testing. The battery cap that was returned with the pump was able to securely fasten to the pump with no o-ring visible. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no power loss or rebooting. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump rebooted twice in a week without user intervention. She stated that the verify screen would show on the display upon rebooting, and that she had to complete a rewind, load, and prime sequence to resume the pump. The patient noted that the time and date settings were correct. She stated that the battery cap is from 2008 and has never been changed. She confirmed that there was no corrosion in the battery compartment, and no damage to the battery cap or to the battery compartment.